Event description:
Dome detached during traction removal. Incident occurred 270 days after placement.

Event description:
Dome detached during traction removal, incident occurred 270 days after placement.